Event description:
It was reported that the customer had a motor error alarm on the insulin pump. No additional information provided.

Manufacturer narrative:
Findings: pump received with cracked display window corners, battery tube threads, reservoir tube lip, scratched lcd window and missing end capsticker. Motor error alarm during the basic occlusion test and unable to prime during prime/a33 test due to protruded/loose drive support disk. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).